Event description:
It was reported that the set was opened and rust was found on some of the devices. We removed them from the surgical field and case proceeded.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be submitted on a supplemental report. Device will not be returned.